Manufacturer narrative:
The customer informed us of the serial numbers of two components of the skull clamp (extension arm and torque screw: sn (B)(4)) involved in the incident described in this report. The third component was not sent back to us. Therefore we cannot evaluate the condition of the third component. Thus, the incident described in this report is evaluated based solely on the information provided to us by the customer. The two above-mentioned components are in specification, no failure could be found. As the two components sent in did not show any deviation that could cause the reported incident, we suspect that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Distributor informed our service department on (B)(6) that one of our products was involved in two surgeries where lacerations occured.

Manufacturer narrative:
At the time of initial report, only 2 components of the used skull clamp were available for evaluation. The two components that were initially sent in were in specification. No deviations could be found. The third component and its findings were added to this follow-up-report. As the detected deviations of the third component (fixed arm) cannot have contributed to the described incidents, we suspect, that maybe the pinning technique has not been optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." The interval of the supplier maintenance for the third component was exceeded by 7 months the customer. Due to this circumstance, we cannot exclude that the deviations found are the result of normal wear and tear and could have been detected during annual maintenance.

Event description:
Distributor informed our service department on the (B)(6) that one of our products was involved in two surgeries where lacerations occured.